Manufacturer narrative:
No samples will be returned for eval. As the disposable gown is a purchased component for navilyst medical, our supplier, halyard healthcare, has been made aware of this event via a supplier corrective action request (scar). Upon completion of our investigation. A supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, two hospital lab staffs developed a rash on their arms from elbow to wrist. They believe it may be related to the disposable paper gown packaged within their navilyst medical bioflo PICC procedure pack. The rash was treated with benadryl and hydrocortisone ointment and it cleared up. They began using separate, sterile gowns not provided with the PICC kits and the rash has not recurred.